Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was not reported if an autopsy was performed. Prior to death, the patient was hospitalized for an unrelated condition. Therapy remained ongoing prior to death. The patient was not performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the cause of death was due to myocardial infarction. It was reported that the patient was performing therapy while in the hospital; however, it was unknown if the patient was performing therapy with a homechoice device or a baxter solution at the time of death. The device was manufactured in june 2014. The device is no longer considered suspect product for the event. The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.